Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope had an e231 unit not recognizing footswitch error. The issue was found during inspection for use for a therapeutic procedure and it was completed with a similar device. There was a delay of 5 minutes noted. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that device underwent extensive testing and there were no issues noted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is to inform that upon further review 'e231 unit not recognizing foots witch error' is not a reportable malfunction. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.